Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 587 mg/dl (inform system 1) and 194 mg/dl (unspecified inform system 2). No actions taken based on device results. No adverse event reported. Requested return of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the unspecified inform system 2. (B)(4).